Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, low hvli measurements was observed. X-ray was inconclusive. The lead was capped and replaced.